Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the catalog number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the reported event of hernia as follows: " a large hiatal hernia may prevent accurate positioning of the device. Placement of the band should be considered on a case-by-case basis depending on the severity of the hernia."

Event description:
Company representative reported a possible lap-band port removal with no information. Additional information: company representative stated, "surgeon explanted the entire band because [the physician] wasn't sure where the problem was coming from. Turns out it was a slow leak from the port, probably a needle puncture." Additional information: healthcare professional reported, "remove and replace...band". A prior surgery was performed to replace the port during a "hernia repair."